Event description:
According to the literature, a retrospective study evaluated the outcomes of seventeen patients with distal rectal lesions who underwent single-port trans anal minimally invasive surgery using the access port between march 2023 and may 2024. The barbed device was used to close all full-thickness defects. Partial-thickness defects were not closed. One patient was readmitted for rectal pain, but no definite cause was identified, and the patient required no further intervention. One patient experienced postoperative bleeding 1 week postoperatively and required a blood transfusion. On examination under anesthesia the closure was found to have opened and a bleeding vessel required angioembolization to resolve the issue. Robotic transanal minimally invasive surgery with da vinci single-port platform and single-port access port 10.1097/dcr.0000000000003852.

Manufacturer narrative:
Garrett friedman, m.d., katherine specht, d.o. "Robotic transanal minimally invasive surgery with da vinci single-port platform and single-port access port." Diseases of the colon rectum, volume 68: 9, 2025. 10.1097/dcr.0000000000003852 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.